Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that, on (B)(6) 209 was reported to have abdominal pain and emesis. Patient¿s inr levels were 6.7, cr 0.8. On(B)(6) 2019, the patient underwent a CT a/p with contrast which noted irregular enlargement in the rectus abdominus muscles; however, on (B)(6) 2019 us abdomen did not note hematoma. Patient labs on the morning of (B)(6) 2019 noted inr of 5.6, cbc with wbc 27, hgb 5.2 so he was transferred back to ucmc for further management. The patient was given 25 units/kg pcc to reverse his coagulopathy and transfused 4 units prbc. His hemoglobin has been stable since admission around 9.0. Patient¿s new inr goal is 2.0 to 2.5, and was discharged with inr 1.8, no heparin bridge, on warfarin 2.5 mg. Patient was discharged back to kindred ltac to continue trach wean. No further information was provided.